Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the charged coupled device unit. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the reported malfunction was caused by damage to the charge-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry image. The issue was found during a set up in room, before patient in room. There were no reports of patient involvement.